Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead revision procedure for low pacing impedance, no pacing and low hv impedance were observed on the new competitor lead. The lead tested normal via the psa. When reconnecting the lead to the ICD can, the same results were observed. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of low pacing and low hv lead impedance was confirmed via programmer printouts. The device was tested on the bench. The root cause of the low impedance measurements reported in the field were traced to damaged transistors in the hybrid.